Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a change sensor alert the night before. He changed the sensor the morning of the call and was experiencing sensor reading discrepancies. The customer tried to calibrate and received calibration error and change sensor alerts. The customer stated that blood glucose was 120 mg/dl and sensor glucose was 60. The customer reported that the insulin pump went into threshold suspend when sensor was reading 59, but blood glucose value was 183 mg/dl. The customer was advised about insertion and calibration best practices. Blood glucose towards the end of the call was 223 mg/dl. Troubleshooting was declined. The sensor will be returned for analysis.